Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Analysis found that the returned part was in good condition and fully functional. Analysis found that the reported event was not related to this hardware. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned part was in good condition and fully functional. Analysis found that the reported event was not related to this hardware. The camera cable was returned to the manufacturer for analysis. Analysis found that the returned part was in good condition and passed a continuity test. Analysis found that the reported event was not related to this hardware.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Before this the site had previously replaced the polaris spectra system control unit (scu) and positioning sensor unit (psu) along with the scu to psu cable. Testing revealed that the system was functioning as intended with the new polaris spectra parts. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that there was an ¿x¿ on camera mark displayed and the instrument could not be recognized. The camera had recognition failure, the polaris spectra system control unit (scu) and positioning sensor unit (psu) malfunctioned. The product could be used after rebooting and the three parts were replaced. The surgery was completed with navigation and there was no impact on patient outcome.